Event description:
During the opening of c-section pack for c-section delivery, it was discovered that the skin scalpel was contaminated with what appears to be a human hair stuck on to it. Entire pack was removed from service and discarded. New pack was utilized for surgery.